Event description:
The product has a hair inside its package, the issue was noticed by distributor at the time of delivering it to customer.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The product has a hair inside its package, the issue was noticed by distributor at the time of delivering it to customer.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos¿ samples were received by our quality team for investigation. Upon visual inspection, it was observed that the hair inside package therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001398752 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and additional training was provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.